Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the roller pump motor of the heart lung console was erratic and the pump was jerky in motion. The pump displayed a "pump needs service" error message. The user placed the cardioplegia tubing into another pump and continued with the case. The user reported the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.